Event description:
Refer to follow-up for information.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. (B)(4) - intuitive surgical, inc. (Isi) received the distal suj involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the reported issue, however, the error was confirmed through system logs. The unit passed normal mode, start up and back drive. In addition, the unit passed the latch weight test and visual inspection found no physical damage. Intuitive surgical, inc. (Isi) received the proximal suj involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the reported issue, however, the error was confirmed through system logs. The unit passed normal mode, start up and back drive. In addition, the unit passed the latch weight test and visual inspection found no physical damage. If additional information is received, a follow-up MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) have received the products for failure analysis. Device evaluation is anticipated but not yet begun. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total colectomy procedure, several unspecified system errors occurred. The system errors were generated following each emergency power off (epo) performed. The fiber cables were all reseated; however, the issue persisted. The surgical staff decided to convert to traditional laparoscopy to continue the procedure. There was no reported patient injury as a result of this incident. Intuitive surgical, inc. (Isi) contacted the csr and obtained the following additional information regarding this event: when the system errors presented, the site immediately contacted isi for assistance. The system was restarted several times; however, multiple errors were still generating and the system did not work. The patient was under anesthesia at the time of the incident. The procedure was able to be completed by traditional laparoscopy without further complications. The issue caused a delay of 30 minutes during which additional anesthesia was administered to the patient. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. Review of the system logs showed that system error 32115 was generated multiple times, indicating an issue with the proximal and distal set-up joint (suj) on universal side manipulator (usm) 1. System error 32115 is generated when a node reports a hardware fault in the wheel communication. The fse replaced the proximal and distal suj to resolve the issue. Following service, the system was tested and verified as ready for use.